Event description:
Consumer complaint of blood results reading "hi". Performed a blood test at the time of the call, 568 mg/dl. Customer states that her normal range is unknown because the customer never checked his blood sugar before. Reviewed the last 5 blood results in the meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of blood results reading "hi". Performed a blood test at the time of the call, 568 mg/dl. Customer states that her normal range is unknown because the customer never checked his blood sugar before. Reviewed the last 5 blood results in the meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.